Event description:
It was reported that a progav shunt system (#fv414t) was implanted during a procedure performed in 2022. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. The package was only delivered to us today because it was lost in the mail. Now it has been found and delivered to us. Same event as #3004721439-2025-00069.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav, and a deformation were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation results, we can determine a deformation on the surface of the progav housing. This deformation did not affect the function of the progav; the valve works within the specification. How the functional impairment occurred is not clear to us at the time of the investigation. The investigation of the return is completed with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.